Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported optical signal placement issue has been completed. The pump was run in the lab and worked as intended, no issues were found. Thus, the lv waveform was likely not seen as a result of the low flow and suction, likely caused by patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited a placement signal failure. The pump was removed and replace with an intra-aortic balloon pump. Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).